Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead, was known to have chronic atrial fibrillation and a junctional rhythm available in the 40 bpm range. A spring contact issue was suspected. Subsequently, the pacemaker was explanted, and the rv lead was surgically abandoned, due to noise, oversensing, pacing inhibition with asystole less than two seconds, and intermittent spikes high out of range pace measurements greater than 3,000 ohms. A new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead, was known to have chronic atrial fibrillation and a junctional rhythm available in the 40 bpm range. A spring contact issue was suspected. Subsequently, the pacemaker was explanted, and the rv lead was surgically abandoned, due to noise, oversensing, pacing inhibition with asystole less than two seconds, and intermittent spikes high out of range pace measurements greater than 3,000 ohms. A new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.